Event description:
It was reported that blood and medicine leaked from the bd venflon¿ pro safety peripheral safety IV catheter injection port valve during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "failure of injection port valve. Back flow of blood and leakage of drugs / IV fluid details of injury (to patient, carer or healthcare professional): none action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier) replacement of cannula and removal of defective cannula".

Manufacturer narrative:
Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history review was conducted for lot number 0144806. From the verbatim, the probable root cause for the leakage could be due to valve issue. CAPA# 1379444 has been initiated to address the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood and medicine leaked from the bd venflon¿ pro safety peripheral safety IV catheter injection port valve during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "failure of injection port valve. Back flow of blood and leakage of drugs / IV fluid details of injury (to patient, carer or healthcare professional): none action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier). Replacement of cannula and removal of defective cannula".